Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.the case was escalated to the next level of support for additional review.based on our review of available data, the infection reported in case 197441 may have impacted system performance, leading to the differences reported in bg/sg.as per the case information,user agreed with the information provided, so no further actions are needed.as per dms, the user is currently using the system with up-to-date information.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the user reported an event where cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.